Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-31308. It was reported that patient experienced abnormal bleeding during a trial procedure. The physician held the incision and applied pressure for 15 minutes. Reportedly, patient had stopped taking blood thinners prior to the procedure. The issue was resolved.